Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) noticed beeps of the device every day during april. At follow up, it was found that the device exhibited (warning: possible device malfunction, fault code 5) and the battery displayed an end of life (eol) indicator at 38v. According to the patient's earlier follow-up in march 2004, the device battery indicated it was at beginning of life (bol) at 15v. There is no report of the patient receiving any shocks.